Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. While evaluating the instrument, the cse performed system decontamination and ran quality control (qc), resulting within specification. The following day the cse replaced a broken dilution washer aspirate probe 1 tubing and ran precision for calcium (ca) and magnesium (mg). The cse stated that the coefficient of variations (cv) was less than 1.0 and the customer had also run qc. However, no data were provided. The issue was not resolved. The cse was re-dispatched to the customer site and performed a deep clean with micro clean package. The cse replaced leaking tubing from the water supply valve (wev) valve to distilled water bottle. The cse stated that the customer ran quality control (qc), resulting within specification. A siemens headquarters support center (hsc) reviewed the information provided and concluded there is no evidence of product nonconformance issue. The erratic recovery with patient results for ca, mg, and ua is associated with instrument related issues. The presence of bacterial contamination within the advia 1800 clinical chemistry system, broken reaction tray wash unit aspirate probe 1 tubing and leaks associated with the wev valve could potentially cause imprecision. While the maintenance procedures performed by the cse have resolved the issue, the cause of the erratic results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported erratic calcium (ca), magnesium (mg) and uric acid (ua) results on the advia 1800 clinical chemistry instrument. The discordant results were not reported to the physician(s). The customer did not provide any specific data regarding the erratic ca, mg and ua results nor if the samples were repeated. There are no reports of patient intervention or adverse health consequences due to the discordant, ca, mg and ua results.